Manufacturer narrative:
Biomérieux conducted an internal investigation regarding the referenced event and occurrence of the error was analyzed by r&d/(B)(4). The referenced error occurs while the instrument is aspirating sample from the assay strip and only with assays using protocols with very low sample aspiration volumes. The anomaly is intermittent and inconsistent among vidas® toxo igg solid phase receptacles (spr). The investigation determined that, though reporting of the result is prevented, the biological result is not impacted, and the 0522 error (liquid transfer error) is a false alarm. There is no issue with vidas® toxo igg assay performance. According to the product risk analysis, the referenced error is not associated with incorrect test results and there is no impact to the biological result; however, it could cause a delay in results, likely no more than 24 hours. There is no medical implication for the patient of a delay in results of less than 1 week recurring; no risk of injury or illness associated with this error. The investigation concluded that the occurrence of error 0522 is not likely to cause or contribute to adverse event if it were to recur, and is therefore deemed not reportable as a malfunction event.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported discrepant results during the transfer of fluid samples from patients while using the vidas toxo igg test. There is no indication or report from the hospital to biomerieux that the associated invalid avidity results led to any adverse event related to a patient's state of health. Submittal of the patient sample and the vidas toxo igg kit have been requested. Biomerieux investigation will be initiated.